Manufacturer narrative:
Device not received at the mfg site for eval at this time. If received, a follow-up report will be submitted with investigation results.

Event description:
The nurse reported the following event to the sales rep from stryker: during the coagulation, performed by the surgeon, the distal metallical tip of the probe got detached from the white part of the probe. The tip fell into the joint of the pt. The surgeon tried to locate the part, but didn't manage to find it. No post operative x-rays have been performed.